Event description:
It was reported that during a da vinci hysterectomy procedure, it was identified that a grey plastic piece from the vessel sealer instrument broke off inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2015, intuitive surgical inc., (isi) contacted the initial reporter of this complaint and obtained additional information regarding this reported event. The initial reporter indicated that the grey piece was removed laparoscopically during the same procedure. There was no x-ray performed and the patient did not suffer any injuries as a result of this instrument's malfunction.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: the grey plastic piece from the instrument allegedly came off into the patient and the fragment was retrieved laparoscopically during the same procedure.